Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the device had damaged bearings. During in-house engineering evaluation, it was determined that the attachment device had damaged bearings, the nose tip was flared out, the yellow color ring was missing, the shaft did not rotate and the device had a broken gear due to corrosion. It was further determined that the device failed pretest failed pretest for safety check and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown, however it was noted that the event occurred in (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.